Manufacturer narrative:
Please review attached for the investigation results. (B)(4).

Event description:
It was reported that a revision surgery was performed due to patella component being deattached. Patient had knocked their knee badly again a door.